Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump passed the a21 error, self test, displacement, prime/a33 and excessive no delivery tests. No excessive no delivery alarm, a21 alarm or a17 alarm noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
Customer reported that the insulin pump returned an error alarm. The insulin pump's alarm history showed that a button error alarm and two additional alarms were returned. Customer did not recall any significant events leading up to the error alarms. Blood glucose level was 250 mg/dl at the time of the call. No further information was provided.